Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned cabinet stopped working. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned cabinet stopped working, station was very slow between closing one drawer and opening the next, the fingerprint sensor was not working and had a black screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event, describe event or problem, section d unique identifier (UDI) and section e initial reporter country code. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the fingerprint sensor was failed and the time was incorrect in the station. A technical support specialist found the station not accepting bd login identifications and logoff attempts failing. The event viewer showed multiple errors causing sluggish performance. The net framework was not enabled, and the station was on a static internet protocol (ip). The 100 mbps half-duplex setting on the network adapter was applied and enabled required configurations. The field service engineer (fse) clarified the issue and continued monitoring the station customer did not complain about the specific station and case was closed. The customer acknowledged that the issue had been resolved, verified proper functionality and the case was closed. The system functioned as intended after the technical support specialist and field service engineer investigated the issue.